Manufacturer narrative:
Additional information: section sex. Correction: sections relevant tests/lab data and other relevant history. The recipient experienced a skin flap infection. On (B)(6) 2015, the recipient reportedly underwent wound revision surgery. On (B)(6) 2016, the recipient had an additional surgical procedure. On (B)(6) 2016, the recipient underwent a cutaneous flap procedure. The recipient was prescribed cefuroxime. The recipient's infection has been resolved.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced device extrusion due to granulation tissue. The recipient's device was explanted. The recipient's explanted device was reportedly discarded by the operative team. A review of the device history record revealed no anomalies.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2016, the recipient's internal device was repositioned to remove the inflammation. The recipient's infection has been resolved. This is the final report.